Event description:
It was reported by the edwards field clinical specialist that after successful transfemoral deployment of a 23mm sapien valve a pericardial effusion was noticed on final assessment by tee. Reportedly the effusion was thought to be cause by the 0.035¿ amplatz extra stiff guidewire perforating the left ventricle wall. Heparin was immediately reversed and a pericardiocentesis was performed. During the insertion of the pericardiocentesis drain the patient¿s mid left anterior descending (lad) coronary artery was perforated. The patient was put on femoral bypass and converted to open coronary artery bypass graft (CABG) to repair the lad. The patient¿s lad was successfully grafted, the patient was weaned off bypass and the patient was then transferred to recovery in stable condition.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the definitive cause of the event could not be determined; however as reported the guidewire likely caused or contributed to the perforation of the left ventricle leading to the pericardial effusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.